Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. The account advised that there is no further info available. Adverse consequences are unk, but at this time, there have been no known adverse consequences reported.